Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user requested to relocate the smart remote manager (refrigerator) from cath 1 to cath 2 due to ongoing system issues with cath 1. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had been slow and, at times, difficult to use, if not completely unresponsive. A field service engineer (fse) confirmed that the action was made by the customer not out of any intent to move equipment, but due to the station operating slowly. The fse checked all hardware in the station, and everything checked out and passed the test application, but the station was extremely slow and often hung while processing. The fse recorded the information and performed a full reimage, reconfigured the station, and brought it to a newly staged status. A full station hardware test was performed in the test application, and no pauses, hanging, or lagging were noted. A reboot was performed, and the full reboot to login was timed at one minute and fifty-six seconds. The escort login was timed at five seconds for the initial login and three seconds for additional logins. The customer was advised to treat the station as usual but to keep an eye on it for any return of issues. The system functioned as intended after the field service engineer repaired the device.